Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head failed its e-field immunity functional test, however it was noted that it passed with a known good cable. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
The programmer and the radiofrequency programmer head were returned as trade-ins and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.